Event description:
Foley bag noted to be leaking-large puddle of urine on the floor.what was the original intended procedure?urinary containment.device #1is this a laboratory device or laboratory test?no.